Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the s3 gas blender. The customer is not interested to have the gas blender repaired. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that there was a difference between the target air (9.0, range 8.70 ¿ 9.30) and the actual air (8.57) in the electronic gas blender. No error message displayed. There is no report of any patient injury.

Manufacturer narrative:
H11: livanova field service engineer confirmed the issue, however customer did not approve repair. A device service history review has been performed and identified that the unit was manufactured in 2003 and no other similar event has been reported, neither concerning trend has been identified. Based on investigation performed for similar cases, this kind of malfunction can be caused by: improper hospital gas supply (a minimum pressure of 2 bar per connection should be observed. Indeed, input pressure too low can cause a discrepancy in the target and actual values, leading to the reported issue); a missed gas blender warm-up phase (user error); defective gas blender components (gas mass flow controllers and relative flow sensor). Based on technical inspection outcome, the most likely root cause has been assigned to defective gas blender internal components. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.